Manufacturer narrative:
No trend was identified during trend analysis. No device history record investigation can be done at this time due to lack of manufacturer¿s lot code supplied with the complaint. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
The string came off in my hand [device breakage] leaving the tampon inside [foreign body in reproductive tract] physically uncomfortable [discomfort]. Case narrative: on (B)(6) 2022, a spontaneous report was received from a consumer regarding a (B)(6) female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unreported date in 1992 (reported as "for 30 years," relative to (B)(6) 2022), the consumer started use of playtex sport plastic, unscented. On (B)(6) 2022, after inserting the product, the consumer went to change her tampon while at work, and when she tugged the string to remove it, the string came off in her hand (further described as a clean break), leaving the tampon inside. She was unable to reach it herself. The consumer worked for a surgeon, and the surgeon removed the product manually without tools (also reported as with her fingers) in the doctor's office. It (presumed tampon removal process) was physically uncomfortable and emotionally mortifying. As of (B)(6) 2022, the status of product use was not reported. No additional information was provided.